Event description:
Notification my name is (B)(6). Over time, I have visited the united states four times, which has led me to develop an attachment to the american people and a deep respect for your country. Furthermore, I have two sons who live in london. My eldest son, (B)(6), is a councilor in london for (B)(6) and also serves as the director of (B)(6) in london, which is headquartered in washington, d.c. He was, for approximately 10 years, an advisor in several ministries of the united kingdom government. I present the petition I have submitted to the european parliament against romania, norway, and italy. The petition has been accepted for analysis and has been assigned registration number 1417/2024. The subject of the petition is: "the illegal introduction of osteosynthesis implants into the european union." Upon reading the petition, you will note reasonable suspicions warranting investigation by specialized american authorities into the activities of the company white orthopedics. Based on my investigations, the activity of whiteorthopedics in the USA is similar to that of hoffman orthopaedics in europe, a company that was immediately dissolved by the specific authority mhra in the united kingdom following a formal complaint. Furthermore, I believe the legality of the activities of (B)(6), on u.s. Territory should be examined. There is information suggesting that he may have lived in the USA. I am bringing this information to your attention to ensure that no other patient, regardless of nationality, endures the suffering I have gone through is left with a lifelong disability. I have one request of you: if your investigations reveal activities contrary to the legal framework, please inform mhra from UK, the european parliament and the european commission through the specialized department for medical devices, dg-sante, file (B)(4), and kindly send me a simple email. Thank you! This e-mail was sent to us embassy in bucharest also! Please sent me an e-mail adress to sent you the petition, where you can find all the details and proves!!! In the petition you will find the technical expertise ordered by romanian prosecutors.